Event description:
It was reported that a user received a notification that the continuous glucose monitor (cgm) connection was offline. After guidance to rescan the sensor in the ilet mobile app, the system displayed a ¿replace sensor now¿ alert and the user proceeded to change the sensor without further assistance. No reported adverse clinical effects. Outcomes included continued use after sensor replacement with no dosing interruption from a new sensor start. Investigation included review of device alarms and user guidance for cgm pairing and sensor status verification. Investigation of this case revealed that the cgm sensor had reached a replace state, which triggered the offline/replace messaging; no pump malfunction was identified and no device component failure was indicated. It was concluded, based on previously established findings for similar reports, that the cause was expected sensor end-of-life or sensor fault requiring replacement, resolved through user action.